Manufacturer narrative:
Damage device.

Manufacturer narrative:
Asp investigation results: the damaged device was not sent to asp for investigation. Over the last twelve months (B)(4) indicates there is no increasing trend and is below the upper control limit (ucl). The service history request for the sterrad nx (catalog # 10033, (B)(4)), showed this was the only damaged device complaint, as of (B)(4) 2010. Per the sterrad family shuma the risk of this issue is acceptable. The DHR (device history record) for the sterrad nx unit was reviewed and no issues were noted. The asp sterrad sterility guide indicates that the manufacturer, lumtek, is not a validated manufacturer for devices recommended for sterilization in the sterrad nx system as of (B)(4) 2010. The rusch laryngoscope blades should not have been processed in the sterrad nx.

Event description:
The customer reported that a lumtek light mat was placed into a peel pouch and sterilized in a sterrad nx. The cord melted to the peel pouch rendering it useless.